Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. It was also reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issues. Additionally, the customer experienced difficulty charging the pump with the usb cable. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond. Customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Cause was not known. Bg was addressed via a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.